Manufacturer narrative:
Evaluation codes: results inherent risk of procedure (stent deformation) deformation problem evaluation codes: conclusion known inherent risk of a procedure (stent deformation) (B)(4).

Manufacturer narrative:
Evaluation results: patient conditions affected the effectiveness of the device (patient lesion morphology - 90% stenosis and severe calcification). No results available since no evaluation was performed (no device returned for analysis). None (no device returned for analysis). Evaluation conclusion: unable to confirm complaint (no device returned for analysis). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology - 90% stenosis and severe calcification). (B)(4).

Event description:
Physician was attempting to treat lesion in the lad using endeavor resolute drug eluting stent. It was reported that the lesion in the mid lad had 90% stenosis, severe calcification in the distal lad with 85% stenosis. Lesion was pre dilated. Physician advanced the stent to the target lesion but found the stent was undeployed. Another stent was implanted to complete the procedure. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Event description:
Evaluation summary the distal tip was flared. A number of struts on the 7th distal segment were raised and pulled distally. The remaining segments were intact. There was no evidence of expansion of the proximal and distal balloon pillows.